Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No adverse patient effects were reported. Subsequently, additional information was received indicating ra lead was explanted due to infection.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No adverse patient effects were reported. Subsequently, additional information was received indicating ra lead was explanted due to infection.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown issue. No adverse patient effects were reported.